Manufacturer narrative:
This insertable cardiac monitor (icm) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted damage consistent with physical removal of device. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient is feeling pain in their breast since the insertable cardiac monitor (icm) device was implanted. The patient reached out to the physician to have the icm device explanted. Subsequently the icm device was explanted. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient is feeling pain in their breast since the insertable cardiac monitor (icm) device was implanted. The patient reached out to the physician to have the icm device explanted. Subsequently the icm device was explanted. The device has been returned for analysis. No additional adverse patient effects were reported.